Event description:
A customer reported that during surgery, a sys message was displayed that indicated a fan issue. They switched to an internal light source and the case was completed with no harm to the pt.

Manufacturer narrative:
The company rep examined the sys and noted that the air filter was covered with lint and instructed the staff on how to clean the filter. The company rep cleaned the air filter. The event log confirmed the sys message reported. The company rep confirmed fan operation, monitored the thermistors, monitored the power supply, and found that the output was within range. The company rep monitored these values periodically during examination of the sys and the internal temperature appeared stable. The sys was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause of the reported event is user mishandling. (B)(4).